Event description:
User allegedly had a meter that would not provide a blood glucose level reading instead it would read "hi" or "lo". User tested with two separate bottles of strips while on the phone with customer service.